Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the screen having a white line and the glow is different. The unit's liquid crystal display (lcd) display panel was discovered to be faulty. The root cause for not being able to download from the flash card on the system monitor was due to a faulty system monitor cable. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 24mar2011. The system monitor shipped to the customer on 19may2011. The unit was manufactured on 14mar2011. Lcd display panel part number s101292. Heartmate ii power module instructions for use revision b states if the screen does not function properly, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a poor display on the screen and the screen had lines through it. Also, the system monitor would not download from the flash card. Repair was requested.